Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
The head surgeon of trauma dept reported via our sales rep that the device is bent and that he has no explanation why.